Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that she dropped the insulin pump. The reservoir compartment broke. Customer's blood glucose level was not reported. Part of the top ring on the reservoir compartment was missing after the insulin pump fell. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The corrected data will be provided in this report.